Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer was unable to trouble shoot. No further complications were reported. Customer will continue use of the device.